Event description:
Pt was undergoing the second of two coiling procedures. The first procedure occurred in 2003 and involved coiling the left mca. The first procedure apparently did not involve use of the neuroform. The second procedure was dr's first use of the neuroform. The 2nd procedure went without incident. However, some time after the procedure, the pt's "vital signs started dropping," and a neurosurgeon performed a craniotomy. He found a lot of bleeding in the area of the stent but did not find any perforations near the stent. There was some type of seepage or leaking but he could not find anything in the neurosurgeon's report that suggested a problem with the device or the stenting/coiling procedure. Dr clipped the aneurysm and had possibly removed tissue, the pt suffered significant neurological damage. The pt is currently in a long-term caring facility.